Manufacturer narrative:
Continuation of d10: product ID: d-evprop34us (lot: 0012266581); product type: 0195-heart valves. Product ID: l-evprop34us (lot: 0012344874); product type: 0195-heart valves; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve did not anchor at the native valve. Instead, it shifted to the ascending aorta.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: six static images and one media file were provided for review. The media file shows a dislodged valve in the ascending aorta. It was reported that the reason for the dislodgement was lack of anchoring to the native valve; however, the dislodgement event was not captured thus it is not possible to confirm the cause of the aortic dislodgement. Images of the components used for the procedure were added for reference. The patient¿s executive summary was not provided for anatomical review therefore it is not possible to validate adequate valve size. Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilation was not performed. Following the dislodgement, a surgical thoracotomy was performed.